Manufacturer narrative:
Updated data: b2, b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 months following the implant of a transcatheter aortic valve, the patient was re-hospitalized due to an embolic stroke. The stroke was confirmed via magnetic resonance imaging (MRI), and the patient suffered from altered mental status, and right sided weakness as a result. The patient also had positive blood cultures for endocarditis. Subsequently, medication was administered to treat the endocarditis. The patient is currently planned for an explant and a surgical aortic valve replacement. Per the physician, the patient's new onset atrial fibrillation, thromboembolism, and calcified anatomy contributed to the stroke. Additional information was received that the valve was implanted in the patient's native annulus at a final implant depth of the valve was 5 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). At discharge, the valve gradient was 6 millimeters of mercury (mm hg). Following the transcatheter aortic valve implant procedure (tavr), the patient had intermittent urinary tract infections (uti) that was treated with medication, and no foley catheter was used during the initial tavr admission which were factors that could have predisposed the patient to endocarditis. It was clarified that the weakness the patient experienced as a result of the stroke was left sided, not right sided. A transesophageal echocardiogram (tee) was performed that revealed possible fluid filled lesion, and transthoracic echocardiogram (tte) revealed no findings of vegetation. It was reported that the patient's blood culture was positive for escherichia coli (e. Coli). The patient is being treated by neurology and is not cleared for surgery yet. Per the physician, the stroke was possibly related to the new onset of atrial fibrillation (afib). The valve and implant procedure did not cause or contribute to the endocarditis. It was noted that the patient did not have a history of endocarditis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 months following the implant of a transcatheter aortic valve, the patient was re-hospitalized due to an embolic stroke. The stroke was confirmed via magnetic resonance imaging (MRI), and the patient suffered from altered mental status, and right sided weakness as a result. The patient also had positive blood cultures for endocarditis. Subsequently, medication was administered to treat the endocarditis. The patient is currently planned for an explant and a surgical aortic valve replacement. Per the physician, the patient's new onset atrial fibrillation, thromboembolism, and calcified anatomy contributed to the stroke.